Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 3 (ethanol) was not in contact with the corresponding sensor for seven (7) seconds at 11:07am on (B)(6) 2017, which is not sufficient time to complete manual replacement of the reagent. The station properties for bottle 3 were reset at 11:07am on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 3 prior to this action were: ethanol concentration=(B)(4), cycles=(B)(4), cassettes=(B)(4) and days=35. A user affirmed in the instrument software that the default concentration was to be set. The reagent in bottle 3 (ethanol) was then used in the final dehydration step of the "factory 6hr xylene standard" protocol started in retort a at 13:05pm on (B)(6) 2017; and the "factory 2hr xylene standard" protocols started in retort b and a at 18:26pm on (B)(6) 2017 and 22:45pm on (B)(6) 2017 respectively. Although the user affirmed in the instrument software that the reagent concentration in bottle3 (ethanol) was to be set to the default value of (B)(4) at 11:07am on (B)(6) 2017, the actual ethanol concentration of the reagent in bottle 3 remained unchanged at (B)(4) because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The minimum final reagent concentration required for ethanol is (B)(4). The consequences of using reagent at a concentration less than the minimum required for the final dehydration and/or clearing steps in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Information provided by the complainant indicated that the sub-optimal tissue processing reported was derived from the "factory 2hr xylene standard" protocols started in retort b at 18:26pm on (B)(6) 2017 and in retort a at 22:45pm on (B)(6) 2017. Although not reported by the complainant, the facts suggest that the quality of tissue processing from the "factory 6hr xylene standard" protocol started in retort a at 13:05pm on (B)(6) 2017 would also have been likely to have been adversely impacted. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 11:07am on (B)(6) 2017. The facts suggest that manual replacement of the reagent in bottle 3 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2017, leica biosystems was notified that tissue samples derived from two (2) processing runs, which had each been executed as a two (2) hour protocol, were "rubbery". The complainant also provided the following information: "we embedded some of them and cut some but it was obvious something was wrong with the processing. I check the reagents and found one of the xylenes was cloudy with eosin coloring." Leica representatives visited the laboratory on (B)(6) 2017 in order to assess the operation and function of the instrument and to provide applications support. The leica field service engineer (fse) reported that the replacement of the reagent in bottle 3 (ethanol) had not been correctly completed; confirmed that the reagent in bottle 12 (xylene) was cloudy and documented that the affected tissue samples were able to be sectioned following re-processing although they remained "crunchy". The fse performed system verification tests, for which all results were satisfactory, and the instrument was found to be operating within specification. On (B)(6) 2017, leica biosystems received information that all cases from which sub-optimal tissue processing had been identified were diagnosable.